Event description:
Customer claimed that the meter wasn't turning on. "Battery was changed and the meter still wouldn't work."  Customer was asked to check for any broken prongs and if the battery was inserted correctly. These checks were completed and the meter still wouldn't work.